Event description:
According to the rptr, an anterior cruciate ligament repair using an allograft was performed in april. The pt began to exhibit signs/symptoms of an infection. Fluid was drained from the knee and cultured. Once a positive culture was obtained, the allograft was explanted.